Event description:
Rn started a new bag of fentanyl including new tubing at 0740. Medication infusing without alarms. At 1330 pca alarmed reserve volume zero. When rn opened pca to hang a new bag, the previous bag was found to be full.clinical engineering (ce) initial evaluation: went and talked to rn and other staff in ICU concerning the cadd pump problem ce's following findings. This is an apparent combination operator error in that the staff failed to diagnose/correct the problem in a timely manner as well as an equipment problem in that the device in question allowed the cassette to loaded in such a way as to operate with an improperly loaded cassette and yet not alarm. I will be attempting to duplicate the conditions in a repeatable fashion, but suspect that this was a situation where several improbable events occurred at the same time allowing the pump to think it was operating normally yet delivering at an extremely reduced rate. Have contacted smiths medical.ce review: unit was found in operating mode with set loaded yet not delivering. Attempted removal of set for troubleshooting found apparent minor misalignment of cassette in pump (slight difficulty in actuation of latch for set removal). Alignment apparently not sufficient to cause alarm, but also not sufficient to adequately displace cassette integral free flow protection thus limiting/precluding proper medication delivery. Attempted replication by ce could not duplicate level of misalignment without alarm. Staff duplicated once in ce presence. Advised staff of findings and will contact manufacturer for further testing.discussion with smith's medical: speaking with smiths this morning it sounds like there is a limited knowledge of the capability to incorrectly load the set and have it under deliver and not alarm. It is a very low probability failure that involves a bent pin in the latch mechanism, loading the set in a very specific (difficult to reproduce) manner, and an infusion set that is at or near the manufacturing tolerances. At this point the best prevention is an increased vigilance of the staff to ensure the pump is delivering the rate/volume programmed (mark the infusion bag?).unit to be sent to smith's medical for further evaluation.====================== manufacturer response for infusion pumps, patient controlled analgesic, cadd solis (per site reporter)======================manufacturer provided rga# for device return evaluation